Event description:
It was reported that the wig wag brake on the 7700 system was not holding. Also, the mainfraime cover was catching the column when column was being raised. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The locks and covers were adjusted during the svc call. The system was tested and found to be working as intended, and put back into svc.